Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline prostheses. The prostheses were filled to 325ccs. The patient had a history of left sided breast cancer with lumpectomy. Right sided deflation and a left sided depressed scar were diagnosed by a physician post procedure. As a result, bilateral replacement breast augmentation with scar revision was performed. The replacement implants were mentor 300cc 1600 smooth saline prostheses. The replacement implants were filled to 300ccs. There were no procedural complications and the patient was brought to the recovery room in stable condition. On 11/8/2018 mentor received information regarding the right sided deflation (1645337-2018-07221). On 11/27/2018 mentor received additional information stating that left sided scarring had also taken place. This report relates to the left prosthesis.

Manufacturer narrative:
Mentor performed additional evaluation of this event on (B)(6) 2019. The patient code has been updated from scarring to cutaneous contour deformity, as this more accurately depicts a depressed scar. Manufacturer¿s reference number: (B)(4).